Manufacturer narrative:
(B)(4). Date sent: 8/18/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: stapler reload misfires during sleeve gastrectomy: isolated events or cause for concern? Authors: (B)(6). Https://bariatrictimes.com/stapler-reload-misfires-sleeve-gastrectomy/ the aim of this study is to present a series of six staple load misfires involving one manufacturer in a 10-month period by an experienced team, which includes a single surgeon and single scrub technician who have together fired a linear stapler over 60,000 times and performed 417 sleeve gastrectomies total during this 10-month period. Mobilization of the greater curvature is performed with a harmonic scalpel (ethicon endo-surgery, (B)(6)). The ethicon echelon flex¿ powered plus articulating endoscopic linear cutter (60mm) with ethicon echelon¿ surgical care green staple loads (2.0mm) and a bioabsorbable staple line reinforcement (slr) product made of copolymer polyglycolic acid/trimethylene carbonate (gore® seamguard® bioabsorbable staple line reinforcement, wl gore & associates, (B)(6)) is used to divide the stomach along the ewald tube and completed just distal to the esophagogastric junction at the angle of his. Care is taken not to cross staple lines. In our series of sleeve gastrectomy cases, the ethicon powered stapler was used in all cases. During a typical misfire, the powered stapler starts normally, then a mechanical click sound occurs midway during the firing process. After completion of the firing cycle, the stapler is removed and reveals that one side has a completed staple line and the other has no formed staples, with a gaping defect in the stomach. In four of these instances, the unformed staples were on the sleeve side, and in two instances, they were on the specimen side. Reported allegation includes (n=6) staple load misfires. In conclusion, a more thorough and reliable database would be of significant benefit to hospitals and surgeons and would provide useful and more accurate information to stapler manufacturers. The maude database is useful but provides information from reports that are made voluntarily to theunited states (us) food and drug administration (FDA).13 a database that reliably enters not only occurrences of misfires, but details of each misfire, would benefit the surgical ecosystem and allow for more viable discussions, including how to improve these essential mechanical devices.